Event description:
Customer reported an issue with their pump and returned it to the distributor. Upon further inspection by the distributor, the display would not turn on, but the color indicator flashed. There was no adverse impact to the customer¿s blood glucose level. The pump is expected to be returned to tandem for further investigation, and a replacement pump with a new serial number has been prepared for the customer.